Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient had ins removed but they were "unable to remove all the leads". Caller initially provided an explant date of (B)(6) 2020 per a note from another tech but later in the call, they located the op note itself, which was dated (B)(6) 2020. Caller skimmed the op note and at one point mentioned "painful spinal stimulator source, status post implant" and the "wires were cut out" at the ins location but nothing else was mentioned about removing the leads. Caller also read that there was a "bursa around the stimulator. Carefully debrided and removed...the wound was irrigated...and the wound was closed." Troubleshooting was not required. No device issue reported on the ins. On 2025-may-07 additional information was received from the healthcare provider (hcp). They reported the reason for the ins explant on (B)(6) 2020 was due to pain and irritation at the ins site. They confirmed there was not a device or therapy issue. Following the explant, the pain and irritation at the ins site resolved. The doctor confirmed there was no intention to remove the leads during this explant procedure. The explanted ins was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.